Manufacturer narrative:
This report is being filed on an international product, list number 07k78 that has the same product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr processing module for a female patient. The physician questioned the result as it was not consistent with the patient¿s condition. The sample was repeated, and a negative result was obtained. The following data were provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): on (B)(6) 2025 initial result = 1436.08 miu/ml (positive), on (B)(6) 2025 repeat result = <1.2 miu/ml (negative) , there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Additionally, in-house testing of retained reagent kit was completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 64278ud02; however, a review of tracking and trending for the architect total b-hcg assay (list number 07k78) did not identify an increase in complaint activity related to the complaint issue. Additionally, accuracy testing was completed with a retained reagent kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 64278ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent, lot number 64278ud02.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr processing module for a female patient. The physician questioned the result as it was not consistent with the patient¿s condition. The sample was repeated, and a negative result was obtained. The following data were provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2025 initial result = 1436.08 miu/ml (positive). (B)(6) 2025 repeat result = <1.2 miu/ml (negative). There was no impact to patient management reported.